Manufacturer narrative:
Device has been received and is being evaluated. Additional information will be provided in a following report when evaluation is completed.

Event description:
Nellcor received a report from user that the outer cannula's internal locking area had broken following multiple re-use over a period of months. No patient harm was reported.